Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on ion selective electrode (ise) sodium (na). The customer was contacted by the physician's office that for the last week, the na results were high. The customer reran 41 samples for na. Data was provided for four samples. Of those four samples, three samples were determined to be erroneous and were reported outside of the laboratory. All results are in mmol/l. Patient 1 had an original na result of 148.5 on (B)(6) 2013. The sample was then repeated on (B)(6) 2013, on a cobas 6000 analyzer and generated a result of 138. The sample was then repeated on the original analyzer and generated results of 148.6 on (B)(6) 2013. The instrument was re- calibrated and generated a result of 147.9. Patient 2 had an original na result of 147.7 on (B)(6) 2013. The sample was then repeated on (B)(6) 2013 on a cobas 6000 analyzer and generated a result of 137. The sample was then repeated on the original analyzer and generated results of 147.0 on (B)(6) 2013. The instrument was re- calibrated and generated a result of 146.7. Patient 3 had an original na result of 145.6 on (B)(6) 2013. The sample was then repeated on (B)(6) 2013 on a cobas 6000 analyzer and generated a result of 136. The sample was then repeated on the original analyzer and generated results of 145.6 on (B)(6) 2013. The instrument was re- calibrated and generated a result of 146.0. The customer considered the repeat results from the cobas 6000 to be the correct results. The customer issued 41 corrected reports for the issue. There was no adverse event. The lot number of the na electrode in use was not provided by the customer. The field service representative (fsr) found a damaged ise sample probe. He replaced the probe. The customer performed calibration and qc, which was within specification. The fsr performed verification testing. The analyzer operated without issue.